Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was that the patient reported that her pump was removed because it was defective. The patient stated that when they went for a refill, too much was coming out of the reservoir. The patient stated that the problem started "many months ago." The patient stated that it was supposed to have a 7 year battery and it pooped out many months ago. The pump was removed on august 16th. The patient asked if all pumps were returned to medtronic for analysis. The agent reviewed that it was up to the healthcare provider to decide if the pump should be returned and analyzed. The patient was redirected to their healthcare provider.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.